Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin cartridge separated during removal, causing insulin ingress into the pump and a rubber stopper to become lodged inside the pump, after which the pump could not complete a rewind despite attempts, consistent with fluid ingress and mechanical obstruction of the cartridge/pump drive components. Symptoms included no adverse health effects. Outcomes included a device replacement. Investigation included review of the event details and product history as available. Investigation of this case revealed a probable seal or cartridge integrity issue leading to fluid ingress and obstruction of the pump mechanism, preventing rewind. It was concluded, based on previously established findings for similar reports, that the cause was user handling and component interaction leading to mechanical jam and fluid ingress.